Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) asked if screen was red, and it was. Ts discussed the device is now in storage and is no longer functional other than this on-screen notification. Ts recommended replacement. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) asked if screen was red, and it was. Ts discussed the device is now in storage and is no longer functional other than this on-screen notification. Ts recommended replacement. To date, this device remains in service. No adverse patient effects were reported.